Event description:
Dislodgement of ventricular pacing wire by patient coughing, requiring return to electrophysiology lab for lead repositioning. The patient had a successful implant of single chamber pacemaker - guidant insignia I ultra with a medtronic ventricular lead.